Event description:
It was reported that during the implant attempt, the helix on the lead would spontaneously extend. The lead was not used and two additional attempts were made with 2 new leads. These lead were not implanted due to the helix not fully extending. A fourth lead was attempted and implanted with no complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and the distal conductor was distorted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the lead was returned with the distal coil distorted within the connector, therefore the helix could not be tested. (B)(4) the full lead was returned, analyzed, and no anomalies found. (B)(4) the full lead was returned, analyzed, and no anomalies found.